Event description:
The customer reported that when the ventilator was power up the monitor was blank and displaying alert messages indicating oxygen device failed and proximal pressure sensor autozero failed. The customer reported the device was not in use on a pt; therefore, there was no pt involvement or harm. As the device was out of warranty, the customer contacted MFR's product support (pse) who advised eval of the cpu and data acquisition boards for replacement to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for MFR's service.